Event description:
Plaintiff, alleges suffering from type-1 latex allergy, which is believed to be permanent and life threatening. Plaintiff further alleges that in the past and in the future experiencing physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension and emotional distress, all of which are believed to be permanent. Plaintiff's, husband alleges loss of consortium.